Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of ticket trending was performed and did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the reagent lot 49620ud01. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue and product deficiency of the alinity I total b-hcg reagent lot 49620ud01 was identified.

Event description:
The customer reported a false negative alinity I total b-hcg result for a 31-year-old female patient sample. The initial result generated a value of < 1.2 iu/l and when the sample was repeated it generated a result of 7023.16 iu/l (reference range = 0-5 iu/l is negative). The doctor believed that the positive result generated is more consistent with the patient¿s relevant clinical presentation. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21/-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative alinity I total b-hcg result for a 31-year-old female patient sample. The initial result generated a value of < 1.2 iu/l and when the sample was repeated it generated a result of 7023.16 iu/l (reference range = 0-5 iu/l is negative). The doctor believed that the positive result generated is more consistent with the patient¿s relevant clinical presentation. There was no impact to patient management reported.